Event description:
Same case as: 3003853072-2015-00009. It was reported that a revision surgery was performed due to pain and disconnection of the right and left blockers from autostable hook.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. No lot number was provided so no device history record review could be performed. Review of all provided information concluded that the exact root cause of the issue cannot be determined and no further investigation can be performed with the information available. This type of issue will continue to be tracked and trended. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.